Event description:
It was reported that one haptic was torn off during implantation. Direction for use were followed. Through follow up, we learned that the rear haptic was torn off during the implantation process. The doctor then cut up the lens, removed it, and replaced it with the stand lens immediately within the same procedure. There were no complications and the incision did not have to be enlarged. It was noted that the lens is not available for investigation. No other information was provided.

Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. (B)(6). Device evaluation: the product testing could not be performed as the device was not returned. The complaint issue reported could not be verified and no product deficiency could be identified. Manufacturing record evaluation: the manufacturing process record was evaluated, and no nonconformity report was found during process related to the complaint issue reported. The product was manufactured and released according to specifications. A search in complaint system revealed that no other complaints have been received for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.